Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of receiving a motor error alarm. Customer's blood glucose was 600 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm was noted. The drive support cap was inspected and no anomaly was noted. The motor was tested outside the device and it passed. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.